Manufacturer narrative:
(B)(4). Final analysis found that a partial lead was returned in two pieces. An external abrasion was noted at 18.2 cm to 18.7 cm from the connector pin which breached the outer insulation and exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device. The abrasion likely contributed to the reported noise.

Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced. The patient was in stable condition before, during and post procedure.